Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The customer stated that the sensor had a sensor reading of 128 mg/dl, but her actual blood glucose reading was 32 mg/dl. The customer stated that she was taken to the hospital on another occasion, also for low blood glucose levels. The customer felt that the sensor feature was not working properly. Troubleshooting was performed. Found the customer was not calibrating properly. Instructions for proper calibration were given to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.